Event description:
Reportedly, the device was being used on the wide ligament of the uterus. The instrument was not able to close on the ligament. When the procedure was completed, one of the jaws was found to be broken at the articulation area. The piece is believed to have remained in the cavity. The surgeon is going to attempt to extract the piece from the abdomen in a second operation.